Manufacturer narrative:
Batch review performed on 24 july 2024. Lot 1908100: (B)(4) items manufactured and released on 17-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient has a primary hip surgery on (B)(6) 2016. Subsequently, the patient came in reporting pain due to aseptic loosening of the femoral stem. On (B)(6) 2021, the surgeon revised the stem, head and liner. (MDR 2021-00641) (B)(6) 2024: the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem with a competitor stem, and revised the medacta head and liner with another medacta head and liner. The surgery was completed successfully.